Manufacturer narrative:
G4:28feb2021. B4:10mar2021. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy as an alternative ventilator was used. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 24feb2021.

Event description:
The customer reported a ventilator displayed a high blower temperature error code during device set up. The device was evaluated by the customer and a field service engineer (fse). The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy as an alternative ventilator was used. The fse replaced the cooling fan and air inlet filter as a per the service manual to prevent future occurrence. The device was soak tested for an extended period of time. It was determined the alleged malfunction could not be duplicated, therefore, the device was placed back into clinical use and the customer was advised to monitor the device. No other anomalies were reported.